Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion was found breaching the empty cable lumen at 53.3 ¿ 54.0 cm from the connector pin consistent with friction to another device or feature of the patient anatomy. The inner coil lumen was found intact in this location. External abrasion was found breaching the empty and re cable lumens at 55.7 ¿ 56.9 cm from the connector pin consistent with friction to another device or feature of the patient anatomy. The etfe cable coating was intact.

Event description:
This report is to advise of an event observed during analysis.